Event description:
A customer observed imprecise results on replicate testing of an anti-hav igm pt sample. Biased results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.